Event description:
It was reported the physician explanted and replaced the ipg due to ineffective stimulation. Follow-up determined the issue was not resolved. The next course of action is undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.